Event description:
The clinic reported a non-functioning device. No additional information was provided, however, additional information has been requested.the patient is implanted in the contralateral ear.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2012.